Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - plates: trumatch/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: this report is being filed after the review of the following journal article: berrone, m. Et al (2016), fibular osteofasciocutaneous flap in computer-assisted mandibular reconstruction: technical aspects in oral malignancies., acta otorhinolaryngologica italica, vol. 36 (xx), pages 469-478. (Italy). The aim of this study is to obtain maximum accuracy and to identify the extent of the tumour in the soft tissues, in particular the submucosal extent. A total of 6 patients, (3 females and 3 males with mean age of 61 years) were included in the study. They all suffered from malignant disease in the oral cavity requiring reconstruction with a fibular osteo-cutaneous flap previously planned with camr (computer-assisted mandibular reconstruction). After the acquisition of a 64-slice high-resolution computed tomographic (CT) scan of the patient¿s craniofacial skeleton and angiographic CT scan of the lower legs (the donor site for bone and vessels), the dicom data were sent to the modelling company. 3d rendering was performed using non jnj device cmf software 6.1. With an osteofasciocutaneous flap, the choice of the segment to be taken depends upon the measurements previously made in such a way as to have the skin perforator vessel in the most suitable position for soft tissue reconstructive purposes and which does not interfere with the osteotomy lines. The resection/reconstruction data were used to prepare autoclavable cutting guides to be used during mandibular resection and fibula harvesting as well as to model the final reconstructed mandible and the patient specific plate (psp) (depuy synthes trumatch®). The mean follow-up period was unknown. The following the complications reported as follows: an unexpected sub-periosteal extension of the tumour occurred near the cutting line of the guide in only one case. In this case, considering that the periosteal extension occurred at the level of the alveolar process, a 2 cm stepwise enlargement of the mandible resection was carried out without changing the inferior amount of resection, where the positioning of the fibula was planned. This report is for an unknown trumatch plate (depuy synthes). This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.